Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Triple cvc was placed right jugular vessel. Pt's blood pressure was unstable since early morning of (B)(6) and lowering of bp (60-70mmhg) had been observed when the health care worker changed the body position and noradrenalin syringe. To prevent the pressure decrease, primary doctor ordered to administer noradrenaline from the blue line when charging the noradrenaline syringe at white line. At 13:00pm on (B)(6), the health care worker took out the extension tubing + saline from the bd q-syte at the blue line and connected the noradrenaline line to the blue line. Accordingly, the original saline line at the blue line was then connected it to brown line. After four minutes, the pt's blood pressure went down 57/3mmhg, heart rate was about 70s and spo2 was unmeasurable. When the health care worker checked the line, leakage of noradrenalin from bd q-style housing at the blue line was observed. Per the primary doctor's instruction, the bd q-syte was changed to a new one and immediately following action was taken the noradrenalin dosing rate was changed to 15ml/hr and fio2 up to 1.00 on the bedside. With this treatment, the pt's blood pressure went back to 80s, heart rate: 120 and spo2: 90s.